Event description:
Caller reported an advantage system blood glucose result of 400 mg/dl. He stated he had eaten a sweet pickle and forgot to wash his hands before test. He washed his hands, repeated test and got 160 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.